Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Unable to confirm keypad anomaly, a broken force sensor was detected during seating or regular delivery error alarm or frozen screen due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed critical pump error and unable to clear the alarm due to buttons were unresponsive. No significant events leading to the event was observed. Customer reported that changing the battery did not resolve the issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.